Event description:
Ous MDR - it was reported that after an estimated implantation duration of 94 months, a suspected lead fracture was reported. The lead was explanted. An implant and explant date were not provided. No adverse patient events were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 18 cm distal to the is-1 connector pin. Two fragments of together approx. 60 cm length were received for analysis. A segment of approx. 5 cm length was missing. The visual inspection of the returned fragments showed the ligature marks approx. 39 cm proximal to the lead tip. Several abrasion marks along the lead body were observed. The distal part near the lead tip showed severe damages. The conductor cables were found pulled out of the lumen in this region. Both shock coils were found heavily damaged. It is reasonable to assume that these damages occurred during the extraction procedure. Due to the extent of the damages further electrical and mechanical analyses of the available lead fragments were not properly feasible. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.